Manufacturer narrative:
An expanded evaluation of the returned joystick was completed. The internal inspection and testing found no issues including with the soldered inductive wires or inductive coil resistance. There were no unintended movement or communication issues observed during functional testing. No other parts of the device were returned. The underlying cause could not be determined because the alleged issue could not be reproduced. Should additional information become available, a supplemental record will be filed.

Manufacturer narrative:
The inspection of the returned joystick identified a communication fault code. The underlying cause of the fault code could not be determined due to the whole device was not returned for evaluation. The joystick on the chair was replaced. The dealer stated no further issues have been communicated. Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated: the chair drives on it's own. The user was in the chair sitting still when the chair went forward on its own at full speed and ran into a wall. The user turned the chair off, then tried to turn it back on and the chair was still trying to go forward so he turned it back off. No injury to the user, just chair damage.